Event description:
Catheter in for 2 1/2 days. Had hard time aspirating blood, but could infuse. On 4/23, they saw a leak so a repair was done. They went to hang antibiotics & noticed a leak at insertion site. No pain or swelling noted. A little redness was seen but was treated with warm packs. Catheter was flushed after removal & no leaks were found.

Manufacturer narrative:
The MFR previously reported this incident as an injury & it should have been reported as a malfunction only. This f/u is being sent as a correction only.